Event description:
Pt reportedly was experiencing difficulty with communication between the remote control and the implant. Pt was also having difficulty charging their implant. The physician decided to replace the implant during a revision procedure.

Event description:
Pt reportedly was experiencing difficulty with communication between the remote control and the implant. Pt was also having difficulty charging their implant. The physician decided to replace the implant during a revision procedure.